Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the device hasn't been working in years. The hcp had no further information. No symptoms or further complications were reported.